Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12307. It was reported the patient experienced overstimulation in the normal pain coverage area as well as in her abdomen. Reportedly it occured two times a day for two weeks. It was also reported the patient lost stimulation in her lower back. Follow up determined the sjm representative will meet with the patient to interrogate the system and have x-rays of the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.